Event description:
What should have been my easiest surgery by far was ankle surgery to remove a cyst, however the surgeon used monocryl and vicryl sutures. I had told the doctor that it's not healing right on the second week. He said to just give it time. I also pointed out the tunneling at each suture as well as the painful blistering all around the incision. He said that it is a reaction to the sutures and of course just give it time. This went on for over 5 months. So I decided to seek help from another surgeon. He wanted records of the surgery and I also asked for office visit records. The office visits said nothing about any kind of problems going on. I knew I could no longer see someone that had no idea what to do and relies on records. I finally got to where I could painfully walk on the outside edge of my foot, but was very limited on work. This is still creating a very big problem financially and I may lose my business that I have had for over 25 years. Anyway, the new surgeon did another surgery 14 months after the first surgery. All the new incision healed fine, however where he cut through old incision it's healing just about like the last time. Now, I will have to go on disability and may lose my business and all I have worked for over 45 years. Please advise.